Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported inflation issue and failure to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: ht bmw universal ii 190 cm, guide cath: concierge 6f 100 cm 0.038. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, 75% stenosed mid left anterior descending artery. The 3.5 x 18 mm xience xpedition stent delivery system balloon was unable to be inflated past 6 atmospheres to deploy the stent. A new xience xpedition stent delivery system was used successfully for the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.